Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw a por (power on reset) message on their patient programmer on the date of the call. The patient had noticed a week or two ago that she felt something was wrong with regard to bladder and bowel, was losing control and wanted to turn therapy up. When the patient tried to turn up her therapy today she noticed the por message. Patient stated she had some tests for her heart on (B)(6) that she thought they were some kind of an x-ray with dye. Patient was redirected to their healthcare professional to resolve the por and return of symptoms. Patient noted that she was born with spina bifida, is paralyzed from the waist to the knees, and the device has really helped her. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the patient had seen a manufacturer¿s representative who determined the battery was dead. The hcp reported that a cause of the por and return of symptoms was not determined. The hcp reported that the patient would be going to the operating room on (B)(6) 2018 for a battery replacement to resolve the issue. No further complications were reported.